Manufacturer narrative:
(B)(4). Broken blade. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout", late in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the laparoscopic gastric bypass procedure, the tip fell off into the pt. The tip was retrieved with no medical intervention. The case was completed with another device. No pt consequences.